Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm large clip applier instrument for failure analysis investigation. The instrument was analyzed and the reported event with the instrument could not be replicated or confirmed. Visual inspection did not reveal any damage. The instrument was installed and operated on an in-house system, where it successfully passed recognition and engagement testing. The instrument demonstrated intuitive movement with a full range of motion in all directions, the clips opened and closed properly, and the clip test passed on all three attempts. The instrument was confirmed to be fully functional, and no product issue was identified.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm large hem-o-lok clip applier instrument was not grasping. The user completed the procedure with no further issue reported. No fragment fell inside the patient. Intuitive surgical, inc. (Isi) received additional information: the incident occurred prior to clip application, inside the patient, when the surgeon attempted to clamp on a vessel or tissue bundle. The clips were opening after closing on the vessel. The surgeon did not experience with the instrument motion. The issue was not related to the clip applier jaws not moving or remaining static. The subject clip applier was used for the first clip application. The issue was resolved by using a back-up instrument. There was no patient injury. The tracking states that the instrument has already reached isi. There are no photos or videos available for isi review.